Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform displacement test due to blank display. Pump received with end cap crack and adhesive added around the endcap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the back of the insulin pump had came off. Customer states the device was completely off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.